Event description:
Flxibility study. It was reported device embolization occurred and the patient died. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed at 9:30 a.m. Prior to procedure, aspirin was administered. The patient had a mean la pressure of 15mmhg. The patient's hydration status was ok and fluid was also used. It was noted the patient had difficult anatomy and a very shallow laa. A 27mm watchman flx laa closure device was deployed. The closure device was partially recaptured three times and deployed again. The tug test was ok, compression in the 45/90 degree views was 10% and in the 135 degree view it was below 5%. There was no relevant gap; a complete laa seal was noted. The same day of the implant procedure, the patient complained of dyspnea and was noted to have pulmonary edema. The patient was treated with IV medication change. The next day this was considered to be resolved and the patient was shifted from the intensive care unit (ICU) to other ward. On (B)(6) 2019, a computed tomography (CT) scan was performed and the closure device was noticed to have embolized to the aorta. The closure device was retrieved and removed from the patient percutaneously using a loop wire from the left ventricle via aortic valve. The patient had severe mitral regurgitation and it is unknown if the embolized closure device or removal of the closure device caused this. The patient went to ICU. On (B)(6) 2019, the patient developed cardiogenic shock and was transferred to another hospital for mitral valve surgery. Reconstruction of the mitral valve was not possible, so a full replacement of the valve was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2019, ECMO was removed and the patient passed away due to mitral insufficiency. It was further reported that on (B)(6) 2019, thoracic x-ray revealed suspected infiltrates in the basal regions, consistent with an aspiration, minimal costophrenic angle effusion on the left, heart and mediastinum enlarged in supine position, minimal congestion and no evidence of a pneumothorax. On (B)(6) 2019, thoracic x-ray revealed there was central shadowing imposing symmetrically increasing over the course, increasing hyperhydration and infiltrates. Still minimal effusion on the left and right sinus was not captured. Consequently, the extrication of the occluder from the lumen of the left ventricle was performed in the cardiac catheter using biopsy tongs. Repeated echo revealed left atrium slightly enlarged, right atrium slightly enlarged, pml prolapse, visually moderate grade mitral regurgitation possibly underestimated since considerably eccentric and tendinous cord rupture. Mild grade tricuspid regurgitation, minimal aortic regurgitation and no evidence of a pericardial effusion from the subcostal and apical sides. The atypical pneumonia was most likely due to inflammatory bipulmonary changes, and subject was initiated on antibiotic therapy with tazobac and klacid. On (B)(6) 2019, ECG revealed tachycardia atrial fibrillation and poor r wave progression across the anterior wall. Qrs slurring in ii, iii, a vf, descending st depression with preterminal negative t wave in v5/v6. The tendon rupture of the mitral valve was because of the removal of watchman. On (B)(6) 2019, repeat thoracotomy was performed with hematoma evacuation due to secondary hemorrhage, despite optimization of the coagulation. On (B)(6), after ECMO was removed, the patient was transferred back to intensive care unit with a high catecholamine requirement.

Event description:
Flxibility study. It was reported device embolization occurred and the patient died. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed at 9:30 a.m. Prior to procedure, aspirin was administered. The patient had a mean la pressure of 15mmhg. The patient's hydration status was ok and fluid was also used. It was noted the patient had difficult anatomy and a very shallow laa. A 27mm watchman flx laa closure device was deployed. The closure device was partially recaptured three times and deployed again. The tug test was ok, compression in the 45/90 degree views was 10% and in the 135 degree view it was below 5%. There was no relevant gap; a complete laa seal was noted. The same day of the implant procedure, the patient complained of dyspnea and was noted to have pulmonary edema. The patient was treated with IV medication change. The next day this was considered to be resolved and the patient was shifted from the intensive care unit (ICU) to other ward. On (B)(6) 2019, a computed tomography (CT) scan was performed and the closure device was noticed to have embolized to the aorta. The closure device was retrieved and removed from the patient percutaneously using a loop wire from the left ventricle via aortic valve. The patient had severe mitral regurgitation and it is unknown if the embolized closure device or removal of the closure device caused this. The patient went to ICU. On (B)(6) 2019, the patient developed cardiogenic shock and was transferred to another hospital for mitral valve surgery. Reconstruction of the mitral valve was not possible, so a full replacement of the valve was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2019, ECMO was removed and the patient passed away due to mitral insufficiency. It was further reported that on (B)(6) 2019, thoracic x-ray revealed suspected infiltrates in the basal regions, consistent with an aspiration, minimal costophrenic angle effusion on the left, heart and mediastinum enlarged in supine position, minimal congestion and no evidence of a pneumothorax. On (B)(6) 2019, thoracic x-ray revealed there was central shadowing imposing symmetrically increasing over the course, increasing hyperhydration and infiltrates. Still minimal effusion on the left and right sinus was not captured. Consequently, the extrication of the occluder from the lumen of the left ventricle was performed in the cardiac catheter using biopsy tongs. Repeated echo revealed left atrium slightly enlarged, right atrium slightly enlarged, pml prolapse, visually moderate grade mitral regurgitation possibly underestimated since considerably eccentric and tendinous cord rupture. Mild grade tricuspid regurgitation, minimal aortic regurgitation and no evidence of a pericardial effusion from the subcostal and apical sides. The atypical pneumonia was most likely due to inflammatory bipulmonary changes, and subject was initiated on antibiotic therapy with tazobac and klacid. On (B)(6) 2019, ECG revealed tachycardia atrial fibrillation and poor r wave progression across the anterior wall. Qrs slurring in ii, iii, a vf, descending st depression with preterminal negative t wave in v5/v6. The tendon rupture of the mitral valve was because of the removal of watchman. On (B)(6) 2019, repeat thoracotomy was performed with hematoma evacuation due to secondary hemorrhage, despite optimization of the coagulation. On (B)(6), after ECMO was removed, the patient was transferred back to intensive care unit with a high catecholamine requirement. It was further reported that on (B)(6) 2019, further transesophageal echocardiogram (tee) revealed mitral regurgitation due to large substance defect (1.1 cm2 3d planimetry) with a "flail leaflet" of both cusps (a2/p2), and a new respiratory failure as well as circulatory instability occurred. On (B)(6) 2019, the patient underwent pfo occlusion procedure and the procedure was complicated by hemorrhage. The suspected cause of the hemorrhage was due to subsequent drop in hemoglobin after thoracotomy due to mitral valve implantation.

Event description:
(B)(6) study. It was reported device embolization occurred and the patient died. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed at 9:30 a.m. Prior to procedure, aspirin was administered. The patient had a mean la pressure of 15mmhg. The patient's hydration status was ok and fluid was also used. It was noted the patient had difficult anatomy and a very shallow laa. A 27mm watchman flx laa closure device was deployed. The closure device was partially recaptured three times and deployed again. The tug test was ok, compression in the 45/90 degree views was 10% and in the 135 degree view it was below 5%. There was no relevant gap; a complete laa seal was noted. The same day of the implant procedure, the patient complained of dyspnea and was noted to have pulmonary edema. The patient was treated with IV medication change. The next day this was considered to be resolved and the patient was shifted from the intensive care unit (ICU) to other ward. On (B)(6) 2019, a computed tomography (CT) scan was performed and the closure device was noticed to have embolized to the aorta. The closure device was retrieved and removed from the patient percutaneously using a loop wire from the left ventricle via aortic valve. The patient had severe mitral regurgitation and it is unknown if the embolized closure device or removal of the closure device caused this. The patient went to ICU. On (B)(6) 2019, the patient developed cardiogenic shock and was transferred to another hospital for mitral valve surgery. Reconstruction of the mitral valve was not possible, so a full replacement of the valve was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2019, ECMO was removed and the patient passed away due to mitral insufficiency.